Manufacturer narrative:
(B)(4). Physio-control did an initial evaluation of the customer's device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A customer contacted physio-control to report that their device would not power on and was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and performed a visual inspection of the opened device. Physio determined the cause of the reported issue was due to the digital pcb assembly. Capacitor, designator c76, on the digital pcb assembly was shorted and burned which damaged the digital pcb assembly and will no longer allow the device to power on. The customer received a replacement device.